Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-product analysis:the device was returned and evaluated by product analysis on 08/22/2015 with the following findings:review of the pump¿s black box revealed 078 call service alarms. The pump alarmed for a 078 call service alarm during the rewind step of the prime sequence. Moisture was visible behind the display lens. A pump case crack was discovered. Leak testing found a leak at the pump case crack. Moisture was observed internally on the printed circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.